Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, pressure-flow, and pre-implantation testing. However, the valve did not meet the requirements for reflux and leak testing due to a tear in the top of the reservoir. It is unknown how or when this damage occurred. The IFU caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance. All valves are 100% tested at the time of manufacture. Approximately 6.5 cm of the snap catheter was returned in three pieces, one measuring 2 cm, one measuring 0.5 cm, and the other 4 cm. The both edges appear jagged. It is unknown how or when this damage occurred. The returned segments could not be tested for patency due to the damage. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ approximately 9 cm of the peritoneal catheter was returned. It met the requirements for patency and leak testing. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the shunt kit broke off at the base after it had been implanted for a while and required surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the shunt was replaced due to the base breaking. The cause was unknown. Following the replacement, the patient was doing well.